Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that after inserting cartridge the plunger was unable to be depressed with a bd precisionglide¿ needle. This occurred on 2 separate occasions during use. The following information was provided by the initial reporter: it was reported that the user was unable to push down on the plunger due to a needle issue. 1. Description of issue: contact stated customer had an issue with his needles in which prior to loading or inserting into the cartridge customer was unable to push down on the plunger when they removed the needle the plunger worked this happened on 2 occasions over thanksgiving. 2. Number of occurrences: 2. 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. What was your bg reading at the time of this event? 130-140 mg/dl 4. Item number choose one: 26 g, 3/8¿ needle ¿ 305110. 5. Product lot number: 9029658. 6. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes, 2 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after inserting cartridge the plunger was unable to be depressed with a bd precisionglide¿ needle. This occurred on 2 separate occasions during use. The following information was provided by the initial reporter: it was reported that the user was unable to push down on the plunger due to a needle issue. Description of issue: contact stated customer had an issue with his needles in which prior to loading or inserting into the cartridge customer was unable to push down on the plunger when they removed the needle the plunger worked this happened on 2 occasions over thanksgiving. Number of occurrences: 2. Did the customer insert the needle into the cartridge and encounter fill resistance?o no. Proceed to step 4. What was your bg reading at the time of this event? 130-140 mg/dl. Item number: choose one: 26 g, 3/8¿ needle ¿ 305110. Product lot number: 9029658. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes, 2. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Needle clogged/blocked from tandem diabetes is not considered to be a reportable malfunction as they are refilling a cartridge and not directly injecting themselves. H3 other text : see h.10.

Event description:
It was reported that after inserting cartridge the plunger was unable to be depressed with a bd precisionglide¿ needle. This occurred on 2 separate occasions during use. The following information was provided by the initial reporter: it was reported that the user was unable to push down on the plunger due to a needle issue. 1. Description of issue: contact stated customer had an issue with his needles in which prior to loading or inserting into the cartridge customer was unable to push down on the plunger when they removed the needle the plunger worked this happened on 2 occasions over thanksgiving. 2. Number of occurrences: 2. 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. What was your bg reading at the time of this event? 130-140 mg/dl . 4. Item number. Choose one: 26 g, 3/8¿ needle ¿ 305110. 5. Product lot number: 9029658. 6. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes, 2. 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.